Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) screen flickered when powered on. There was a patient involved but no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The complaint was received through a direct call from the customer to the emergency support program. The call was made after the patient had been transferred to another facility and troubleshooting was not able to be provided while the patient was actively receiving therapy. Customer reported the screen had been flickering when powered on. At the time of the call, the pump was located in the cardiac cath lab and she was unable access it. Biomed reported having a power surge in the facility a few weeks before that may have damaged the pumps. Emergency support program requested customer label the pump and set aside for servicing.